Event description:
It was reported that the device was discharged. The device was explanted and replaced. It was stated that the patient recovered without sequela. No additional information was reported as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n237189, implanted: 2010 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to overdischarge. It was further stated that telemetry was restored after one physician mode recharge was performed. The ins functioned properly after that. According to the trace report taken from the ins, it was indicated there was one overdischarge count. The last significant recharging of the ins occurred on (B)(4) 2012. The battery was charged to 3.68v. The ins battery then depleted to the lock mode on (B)(4) 2012. It was stated a recharge session was done after this on (B)(4) 2012. This recharge session only lasted for 43 seconds. The battery was not brought back out of the lock mode. The battery was not again recharged until it was received for analysis. It was reported that 4 of the last 5 recharge sessions completed while the ins was implanted showed 0 bars of coupling 5-7 minutes into the recharge session. One of the 5 recharge sessions had 5 bars of coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.